Event description:
Pt with ICD implantation in (B)(6) 2010 admitted with heart failure. Lead analysis showed that the left ventricular lead was no longer captured, chest x-ray showed that the lead had been withdrawn within the coronary sinus. Lead replaced.